Event description:
The customer reported to customer service that when she plugged in the power adapter for her breast pump, it started smoking and sparking from exposed wires.

Manufacturer narrative:
A replacement power adapter was sent to the customer. In f/u with the customer, she indicated that wiring is exposed on the cord at the strain relief and that she witnessed smoking and sparking at the exposed wires, though no fire or flame. She also indicated that no injuries were sustained as a result of the issue and that she would return the power adapter for testing/eval. However, as of the date of this report, the product has not been received from the customer. Sparking is indicative of at least one short in the dc cord. The product involved in the complaint was not returned for testing/analysis. Therefore, no conclusions can be made as to the cause of the event. As a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going. Should the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed at that time.